Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d9, device available for evaluation, of the initial medwatch report stated: yes. Section d9, device available for evaluation, of the initial medwatch report should have stated: no. Section h6, component code, of the initial medwatch report stated: g07003 insufficient information. Section h6, component code, of the initial medwatch report should have stated: g07001 part/component/sub-assembly term not applicable. Section h6, type of investigation, of the initial medwatch report stated: b21 type of investigation not yet determined. Section h6, type of investigation, of the initial medwatch report should have stated: b17 device not returned. Section h6, investigation findings, of the initial medwatch report stated: c21 results pending completion of investigation. Section h6, investigation findings, of the initial medwatch report should have stated: c20 no findings available. Section h6, investigation conclusions, of the initial medwatch report stated: d16 conclusion not yet available. Section h6, investigation conclusions, of the initial medwatch report should have stated: d15 cause not established. Section h11, additional mfg narrative, of the initial medwatch report stated: h6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. Section h11, additional mfg narrative, of the initial medwatch report should have stated: h6: the reporter has elected not to return the device to ventec for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not alarming as expected. The reporter alleged that the device would not display the patient circuit disconnect alarm when it was off the patient. There were no reports of patient use associated with the reported issue.